Event description:
It was reported that prior to a surgical procedure at the user facility that the battery was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility that the battery was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.